Event description:
It was reported that the intra-aortic (iab) was inserted without complications. The patient was "shifted to the ICU." Two hours after the iab was inserted into the patient, the md found blood inside the "sheath" and the pump (iap-0400) was alarming. The md also found "blood inside the air supply pipe." As a result, the pump was turned off and the iab was removed. The md did insert another iab.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.